Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and often no delivery alarms. Customer¿s blood glucose level was 500 mg/dl at the time of the incident. She mentioned she wears insulin pump an elastic belt and sometimes it presses against site. Advised customer this may affect insulin delivery. Performed the hp test and the pump alarmed no delivery at 3.1 units. Advised customer that the insulin pump functioned well. The insulin pump will not be returned for analysis.